Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 363 mg/dl, 192 mg/dl, and 152 mg/dl. Customer did not treat herself but would have been able to if needed. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.